Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, multiple call service 054 alarms were observed while reviewing the alarm history for another issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of the reported call service alarm on the day of the complaint. On investigation, the pump powered on and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. No evidence of moisture/corrosion was found inside the pump and no defects were found with the power circuit. The investigation confirmed but was unable to duplicate the reported call service alarm issue.